Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a worsening of an existing drive line infection (manufacturer report number 2916596-2020-00357). The patient was hospitalized and treated with antibiotics. The patient's dressing was changed, the wound was cleaned, and the patient received a vac dressing after the transposition of the device cable. It was later reported on the same admission that the patient experienced right heart failure. The patient gained weight, and developed massive edema with blisters on the legs, arms, and hands. The patient received intravenous and oral diuretics. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (infection and right heart failure) and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas IFU lists infection and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Instructions in regard to preventing infection are provided in various sections of this IFU and the hm3 lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.